Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that oversensing was observed again on 9 may 2021 due to right ventricular noise. It is suspected that this is due to an insulation breach on the lead itself, as the pacing impedance was also previously noted to be low and out of range in the past. No intervention was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission on (B)(6) 2021 with episodes of high ventricular rate found on the ventricular channel of their pacemaker. Review of the transmission showed that the high ventricular rate was detected due to presence of right ventricular lead noise. Additional isometric testing and possible lead revision was recommended. The patient was brought to the clinic and a chest x-ray performed. No intervention was completed at this time. There were no reported patient symptoms.